Event description:
It was reported that during a CABG procedure, the clip was not securely and completely placed around the vessel being ligated. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.